Event description:
It was reported that a 35-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses developed issues with both of her breasts post implantation. The patient developed pain in her left breast and a red rash and blistering on her right breast. Mammogram/ultrasound results indicated areas of focal fat necrosis in the left breast and that the right breast prosthesis has ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-dec-2022, mentor received additional information about the event: it was reported that the patient suffered from unspecified breast implant illness symptoms. The patient did not have her breast prostheses replaced after explantation surgery. On 12-dec-2022, the mentor failure analysis lab received the device for evaluation. On 20-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a right ruptured implant and symptoms of breast implant illness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three (3) parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 health effect - clinical code e2402: breast implant illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-oct-2022, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2022. Reason for device explant and/or reoperation: left breast pain, right breast rash and blistering, right breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).